Manufacturer narrative:
Visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6)2023. Product type catheter h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the reason for call was the patient's rep stated the pump was implanted on (B)(6) 2023 and the patient was in pain and going through withdrawal shortly after implant and stated the patient slept after implant for 24 hours straight and was going through withdrawals. The patient's rep stated they ended up bringing the patient to emergency room (ER) in california because the patient was going through so much pain. The patient's rep further stated the patient seemed to be doing better now. The patient's rep called to see if the analysis had been completed on the catheter and if the catheter was showing as fine, she wanted the pump replaced. The patient's rep stated the pump also had a "glitch" and was showing a date of over 200 years. The agent reviewed analysis and redirected caller to follow-up with the requesting physician. The pati ent's rep provided the patient's managing physician and the requesting doctor. The agent sent an email to analysis to see if the catheter had been received and/or completed. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from healthcare professional (hcp) via a company representative regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 400 mcg per day via an implantable pump for unknown indication for use. It was reported that the patient had spasticity symptoms return. Environmental/external/patient factors that may have led or contributed to the issue were unknown. Catheter access port (cap) aspiration performed and was negative for an issue, but hcp elected to replace catheter. The issue resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-may-2019, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.